Event description:
It was reported that a malfunction alarm occurred. The impact on the customer¿s blood glucose level was unknown as they declined to answer. Technical support provided instructions for resetting the pump, and after it was reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support again if the issue reoccurred, which they acknowledged and understood.